Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (rough handling by user) or speed controller faulty. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the catheter was separated on insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was separated on insertion.